Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event and treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13d08067, h13e31025, and h13g08029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the cause of the peritonitis was due to a break in aseptic technique. The patient was retrained on proper aseptic technique and recovered from the peritonitis. As the cause of the peritonitis was due to a breach in aseptic technique, the minicap transfer set is no longer a suspect product in this event. All further investigations of the reported peritonitis event will be documented in 1416980-2013-35898.